Event description:
It was reported that the device changed mode from aoo to aai. The device was switched out, but there was no report of any patient health hazard.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found.

Event description:
It was reported that the device changed modes from aoo to aai. There was no report of any patient health hazard.